Event description:
In 2008, the pt reported that one day prior, she was reading her children a story at bedtime and she was not able to keep her eyes open. Her daughter was not able to wake her up and she got her grandmother for help. At 6:30 pm, the pt's blood glucose measured 513 mg/dl and the grandmother injected the pt with 9 units of insulin. At 7:50 pm, the pt woke up and was very tired, thirsty, and urinating frequently. This morning, the pt's blood glucose measured 289 mg/dl. Her normal blood glucose level is 68-95 mg/dl. She stated that her infusion device (competitor product) automatically tests her blood glucose and boluses for her and she is unsure how much insulin was bolused. She stated that the infusion site and tubing had been in use since 2008, and there was blood in the infusion tubing when it was removed. Upon follow up the following month, the pt stated that her blood glucose had returned to normal. Product was replaced and requested to be returned for eval.